Event description:
New information received noted that the programming changes were performed to resolve the rf anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely when the transmitter could not read the patient¿s device. The patient presented in the clinic on (B)(6) 2021. Upon interrogation with a merlin programmer with an rf wireless antenna attached, the device remained ¿wand only¿ and wireless communication could not be established. Programming changes were discussed. The patient was stable.